Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported the surgeon and his resident used the anchorage mtp plate (plp10342). The resident used to much torque when inserting the 3.0 screw and one of the locking screws went through the plate. The surgeon was not able to back out the screw and therefore did not get the plate to sit flush against the mtp joint. The event was resolved by the putting in additional screws. Though that plate would not sit completely flush, the surgeon was able to achieve adequate fixation by using the other holes in the plate.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported the surgeon and his resident used the anchorage mtp plate (plp10342). The resident used to much torque when inserting the 3.0 screw and one of the locking screws went through the plate. The surgeon was not able to back out the screw and therefore did not get the plate to sit flush against the mtp joint. The event was resolved by the putting in additional screws. Although that plate would not sit completely flush, the surgeon was able to achieve adequate fixation by using the other holes in the plate.